Manufacturer narrative:
Batch review performed on 2 july 2020: lot 169047: (B)(4) items manufactured and released on 16-may-2017. Expiration date: 2022-07-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
9 months after primary surgery, revision surgery performed for stem loosening. Stem and ceramic head revised successfully.